Manufacturer narrative:
Reaction, respiratory (congestion, not shortness of breath).

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a batch record review, complaint trending by problem code, system hazard and user misuse analysis, failure mode and effects analysis and health hazard evaluation. A review of the batch records for the cidex opa reported lot number showed there were no anomalies pertaining to this complaint. All analytical tests passed the acceptance criteria for the manufacturing release specification. The dpmo (defects per million opportunities) for hru-respiratory reaction and hr-eye burning product line (december 2009 thru november 2010) was retrieved. The overall trend has been below the ucl (upper control limit). The cidex opa solution/disopa shuma (system hazard and user misuse analysis) was reviewed for risks associated with inadequate ventilation and it was determined that the risk has been assessed a category I; broadly acceptable risk, therefore, no further action is required at this time. An assessment of the cidex opa solution fmea (failure mode and effects analysis) revealed the risk priority number (rpn) for similar issues is below the threshold of 100, indicating that the associated risk is minimal. The hhe (health hazard evaluation) for similar symptoms indicated the associated risk is none/negligible. Due to the low health/risk index, no further action is required. Follow-up with the nurse administrator revealed that the hcw took a benadryl, recovered and returned to work the next day. The hcw continues to work cleaning scopes and has not had any issues while using cidex opa. The initial reporter stated that on the day this event occurred perhaps a little bit too much cidex opa was used or that the air exchanges were not adequate; however she cannot say for certain. The facility has not had any other cidex related incidents. In the initial report received it was stated that the aer involved was scheduled to undergo evaluation by the manufacturer the following week. However, the most recent information received from the facility indicates there is no record of any aer malfunction or service to the aer related to this event. No product was returned for evaluation. A CAPA (corrective and preventive action plan) has been opened to address issues of human reaction symptoms while working with cidex opa solution. The cidex opa solution instructions for use (IFU) states that exposure to ortho-phthalaldehyde may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. In the majority of these instances health care workers were not using the product in a well-ventilated room or not wearing proper personal protective equipment. In case of adverse reactions from inhalation of vapor, it is recommended that the individual move to fresh air. The IFU (instructions for use) and material safety data sheet (msds) also state that cidex opa solution should be used in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. Based on the information available improper use of cidex opa and/or inadequate ventilation might have contributed to this event. Asp will continue to track and trend these issues (B)(4).

Event description:
A report was received that a health care worker (hcw) experienced congestion (but no shortness of breath) and burning of the eyes when working with scopes, cidex opa and an automatic endoscopic reprocessor. It was reported that the hcw had no known allergies and was wearing a gown and a mask with an eye shield when working with the product. The hcw saw a nurse practitioner who recommended the hcw take an antihistamine. Asp f/u with the nurse administrator who stated that the hcw took a benadryl.